Event description:
It was reported that a patient underwent a cervical surgery on an unknown date but in the last year the patient reports having "a lot of pain". According to the report, the patient presents the following symptoms: strong headache pain/migraine, vomiting, imbalance, neck pain, and difficulties driving a car. Reportedly, the patient has not been evaluated by a neurosurgeon. No further information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.